Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction d6b explant date.

Event description:
Additional information received indicates the surgery took place on (B)(6) 2023.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Date of explant is estimated.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. As a result, the ipg was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.